Event description:
Boston scientific recently received information from this patient that this pacemaker was explanted over fourteen years ago as it was not functioning. After attempts to resolve the device was removed. The patient also reported that another device was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The field representative was contacted and they were not made aware of any device malfunction issues with this device. The field representative contact the implant physician's clinic who reported that this patient was never seen again in that clinic after the implant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date this device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.